Event description:
An olympus sales representative reported severe vertical distortion and image failure during a procedure. A hosp nurse reported that a second scope was used to complete the procedure and there were no complications related to the occurrence.